Event description:
It was reported that the procedure was to treat the circumflex artery. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire was successfully used, however, during the procedure it looked like there was a little separation between the radiopaque area and the guidewire marker. When the physician removed the device he observed what he thought might be a separation. The distal marker was noted to have been displaced from the coating. The procedure was finished with the same device with no problem but the physician was concerned the marker could be loose and become detached. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported break was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the reported break was unable to be confirmed during return analysis, it is possible that the noted stretched tip coils and/or the noted scratched teflon coating were perceived under fluoroscopy as the reported break during the procedure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Manipulation of the device and/or interaction with the anatomy/other devices likely resulted in the noted device damages (stretched tip coils, multiple core bends, multiple scratched teflon coating). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an unspecified artery. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire was successfully used, however, during the procedure it looked like there was a little separation between the radiopaque area and the guidewire marker. When the physician removed the device he observed what he thought might be a separation. The distal marker was noted to have been displaced from the coating. The procedure was finished with the same device with no problem but the physician was concerned the marker could be loose and become detached. There was no adverse patient effect and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: the procedure was to the treat the circumflex artery. No additional information was provided.